Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen in the display. Customer's blood glucose reading was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit had cracked case at display window corner (all corners). Unit had moisture damage on lcd/b and on motor. (B)(4).